Manufacturer narrative:
The patient weight was not provided. The referenced driveline infection was reported under medwatch MFR report# 2916596-2017-00508. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 2 years, 6 months. The explanted device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2014. It was reported that the patient developed elevated lactate dehydrogenase (ldh), and that the lvad clinicians suspected pump thrombosis. The patient had been treated previously for similar symptoms. The patient also had known escherichia faecali and serration driveline infections, and chronic bacteremia. On (B)(6) 2017, the ldh was 2296 u/l and the patient was admitted. It was reported that the patient was asymptomatic on admission. A ramp echocardiogram on (B)(6) 2017 was consistent with pump thrombosis. The patient received a pump exchange on (B)(6) 2017.

Manufacturer narrative:
Device evaluation the explanted pump was returned for evaluation. The evaluation of the pump confirmed the report of suspected pump thrombosis. The pump was returned with the driveline cut approximately 2 inches from the pump and the severed portion was not returned. The sealed inflow conduit and sealed outflow graft were not returned. Examination of the body of the rotor revealed a thrombus formation. The structure of the thrombus and the areas of denaturing indicate that it potentially developed in the pump over an undetermined amount of time during pump operation. However, it does not appear to have formed on the body of the rotor and its specific origins cannot be conclusively determined. Although a root cause for the development of the observed thrombus could not conclusively be determined through this evaluation, it could have contributed to the reported hemolysis. The pump bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed that would have contributed to a functional issue. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.